Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8l44 that has a similar product distributed in the u.s, list number 6l22.

Event description:
The customer observed (B)(6) patient results while using the architect (B)(4) reagents. The patient was known to have (B)(6) infection. The following data was provided for the patient. Specimen 1 was collected (B)(6) 2016 and tested on (B)(6) 2016 using architect methods when the patient was hospitalized for small lymphocytic lymphoma treatment. (B)(6). After the tests were completed, the patient was treated for lymphoma using fludarabine and received multiple units of blood on (B)(6) 2016, however test results and methods for the transfused units were not provided. Specimen 2 was collected on (B)(6) 2016 before the patient received transfusions and was stored. The specimen was tested after the results (B)(6) 2017 were obtained using fujirebio methods at another facility and was (B)(6), however the test date was not provided. The following result was also provided, (B)(6). Specimen 3 was collected after blood transfusions and was stored. The specific collection date was not provided. The specimen was tested after the results (B)(6) 2017 were obtained using fujirebio methods at another facility and was (B)(6), however the test date was not provided. The following result was also provided, (B)(6). Specimen 4 was collected (B)(6) 2017 and was tested using architect methods. (B)(6). Other methods included (B)(6) log copies/ml and (B)(6) genotype indeterminate. The patient was in the hospital for treatment for (B)(6) at the time these tests were completed. The patient was discharged without special treatment for (B)(6) on (B)(6) 2017. Seroconversion was obtained using an unknown method on (B)(6) 2017 and (B)(6) method was (B)(6). No adverse impact on patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, and labeling review. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.